Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for 8 ufc/100ml of moraxella sp, 1 germ non-identifiable. The device was reprocessed and sampled again seven days later. The device tested positive for 11 ufc/100ml of moraxella osloensis, corynebacterium sanguinis, and staphylococcus sp other than aureus. The device was reprocessed and sampled again fourteen days later. The device tested positive for 10 ufc/100ml of paenibacillus timonensis, staphylococcus epidermidis, micrococcus luteus, and 2 germs non-identifiable. The device was reprocessed and sampled again fourteen days later. The device tested positive for 7(ne) ufc/100ml of micrococcus sp, moraxella sp, micrococcus luteus, moraxella osloensis, and germ non-identifiable. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 ufc/endoscope bacillaceae was found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The facility cleaning disinfection and sterilization practices (cds) were not provided by the customer. The device was evaluated and no abnormalities were found that could have led to positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿. Olympus will continue to monitor field performance for this device.